Event description:
It was reported that, "it was revised because of infection."

Manufacturer narrative:
The following other devices were listed in this report: triathlon mis baseplate #6, cat# 5520-m-600; lot scltl. Triathlon-cr femoral component cemented #5 right, cat# 5510-f-502; lot sc63s. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. A supplemental report will be submitted upon completion of the investigation.